Event description:
It was reported that during an implant procedure that took place on (B)(6) 2022, the patient began to vomit, and a code blue was called. Patient was later stabilized, and the already implanted leads were removed due to sterilization.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000127258. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.